Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Returned sensor (B)(6) was received and evaluated. Sensor plug is properly seated and no physical damage is observed on the sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Sensor data indicated transitions to sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The smu testing, poise voltage, and sensor thermistor tests were within specification, indicating normal electronic and functional performance. No device malfunction was identified, and the reported issue could not be confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported receiving low glucose results from an abbott diabetes care device. The customer received sensor scan results of 53 mg/dl compared to readings of 176 mg/dl respectively obtained on a a competitor meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.